Event description:
It was reported that during a pph procedure, bleeding occurred at the resected mucosa/sub muscosa because of incomplete cutting and stapling. The distal side was complete; the proximal side was incomplete. Suturing was necessary to complete the procedure. Bleeding occurred again six days post-op.